Event description:
During the middle of the procedure, after removing the "gel" portion of the appliance, the surgeon noticed the plastic sleeve torn away from the ring.======================manufacturer response for wound retractor, applied medical (per site reporter)======================left message with quality assurance. No response.